Event description:
Event 2 of 6. It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), a molecular false positive occurred for candida tropicalis occurred. Eight bottles were positive for enterobacteria sp and candida tropicalis, however candida tropicalis was neither detected on gram stain nor culture. No patient impact was reported. The following information was provided by the initial reporter: there are 8 false molecular positives. 7 of the vials were from the reported lot 3130611 while the 8th lot is unknown. Serial numbers of instruments with fp bottles: (if possible) (B)(6). Biofire was used? (Y/n), if yes, catalog# and lot# catalog rfit=asy-147, lot 2uh023. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details molecular false positive results for c. Tropicalis.

Manufacturer narrative:
H.6. Investigation summary: catalog: 442021. Batch no.: 3130611. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results.

Manufacturer narrative:
H.6. Investigation summary. Catalog: 442021. Batch no.: 3130611. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results. H3 other text : see h.10

Event description:
Event 2 of 6 : it was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), a molecular false positive occurred for candida tropicalis occurred. Eight bottles were positive for enterobacteria sp and candida tropicalis, however candida tropicalis was neither detected on gram stain nor culture. No patient impact was reported. The following information was provided by the initial reporter: there are 8 false molecular positives. 7 of the vials were from the reported lot 3130611 while the 8th lot is unknown. Serial numbers of instruments with fp bottles: (if possible) ft4629, fb2723 biofire was used? (Y/n), if yes, catalog# and lot# catalog rfit=asy-147, lot 2uh023 hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details molecular false positive results for c. Tropicalis.